Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital after experiencing syncope. The physician contacted boston scientific technical services (ts) and asked them to review data from the remote home monitoring system. Upon review it was noted that there were two stored episodes where the patient received appropriate anti-tachycardia pacing (atp). During the delivery of the first atp, the rhythm was accelerated into the ventricular tachycardia (vt) zone. Atp was effective at terminating the rhythm. Four days later, the patient received a shock and ts was contacted again to review the data from the remote home monitoring system. Ts found that the shock was delivered appropriately for a ventricular rate of greater than 200 beats per minute. Chronic low p-wave amplitude measurements were also noted over the past year. No additional adverse patient effects were reported and the system remains in service.